Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 130 mg/dl, 400 mg/dl, 115 mg/dl and sensor value that triggered the suspend event was 49 mg/dl. Insulin delivery was suspended due to sensor values. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The troubleshooting was declined for high blood glucose level. The high blood glucose was treated with the manual injection. The sensor will be and insulin pump will not be returned for analysis.